Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The insulin pump's screen was blank. The insulin pump was unresponsive with any button press. The issue persisted after a battery change. Customer's blood glucose level was 9 mmol/l. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.